Event description:
During a low anterior resection procedure, placed device on rectum and set the pin and went to fire. Removed the stapler, went to do anastomosis and realized staples were not formed completely. Had to hand sew to complete the procedure. No pt consequence.